Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During recovery the patient experienced post anesthesia weakness and remained hospitalized for observation. One day post index procedure, the patient experienced a pulseless electrical activity arrest. The patient had a do not resuscitate order therefore no interventions were given and the patient died.